Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that she feels dizzy, shaky and nauseated, will seek medical attention at this time. The customer's expected blood results are 4.3-5.1mmol fasting. Verified test strips expire 11/30/2017. Customer's test strips are being stored in the kitchen and left in the car, and opened vial date 11/24/2015. Reviewed meter memory: (B)(6). Memory concerns: 7.7mmol/l. Customer called explaining that she was in the emergency room for endocrine related concerns (thyroid and diabetic) on (B)(6) 2015 where she compared the blood glucose result of 7.7mmol/l from her truetrack to the hospital glucometer device which read 6.5mmol/l. Customer confirmed that the hospitals test was not performed using a laboratory device. Customer state that she stores the products in the kitchen, but also travels with it. Customer disclosed that she left the supplies in her car on (B)(6) 2015 overnight at temperatures below 30 degree, but was able to warm and use the meter the next day. Customer stated that she felt symptoms of dizziness, shakiness and nausea. Customer state that she needed medical assistance and discontinued call.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips vial returned with expired test strips - unable to test. Most likely underlying root cause: mlc-20-user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that she feels dizzy, shaky and nauseated, will seek medical attention at this time. The customer's expected blood results are 4.3-5.1mmol fasting. Verified test strips expire 11/30/2017. Customer's test strips are being stored in the kitchen and left in the car, and opened vial date (B)(6) 2015. Reviewed meter memory: 1:9.7mmol, (B)(6) 2016, 09:31:00 am, fasting: no. 2:7.7mmol, (B)(6) 2016, 06:32:00 pm, fasting: no. 3:4.5mmol, (B)(6) 2015, 04:48:00 pm, fasting: yes. 4:5.1mmol, (B)(6) 2015, 12:00:00 am, fasting: yes. 5:4.9mmol, (B)(6) 2015, 07:46:00 am, fasting: yes. Memory concerns: 7.7mmol/l. Customer called explaining that she was in the emergency room for endocrine related concerns (thyroid and diabetic) on (B)(6) 2015 where she compared the blood glucose result of 7.7mmol/l from her truetrack to the hospital glucometer device which read 6.5mmol/l. Customer confirmed that the hospitals test was not performed using a laboratory device. Customer state that she stores the products in the kitchen, but also travels with it. Customer disclosed that she left the supplies in her car on (B)(6) 2015 overnight at temperatures below 30 degree, but was able to warm and use the meter the next day. Customer stated that she felt symptoms of dizziness, shakiness and nausea. Customer state that she needed medical assistance and discontinued call.